Event description:
The customer contact reported a missing component; subsequently, the healthcare provider received a needlestick. On an unspecified date, the customer contact reported that when the healthcare provider was handling the unopened device, the needle tip of the injector assembly punctured the package and stuck the healthcare provider. It was reported that the cap on the needle tip was missing in the unopened package; therefore, the fluid path was not sterile. There were no reported adverse patient effects to the healthcare provider. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.